Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 23cm trifusion t/l catheter was returned for evaluation. Functional, gross visual and tactile evaluations were performed. The tissue cuff was not present on the catheter. Therefore, the investigation is confirmed for the reported loss or failure to bond and identified improper procedure issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use was reviewed and it states, precautions: ¿ carefully read and follow all instructions prior to use. ¿ only qualified healthcare practitioners should insert, manipulate and remove these devices. H10: d4 (expiry date: 03/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately six months post a chronic catheter placement, the cuff was allegedly couldn't be found and also a piece of plastic was found near the site. Reportedly, everything was successfully removed. There was no reported patient injury.

Event description:
It was reported that approximately six months post a chronic catheter placement, the cuff was allegedly couldn't be found and also a piece of plastic was found near the site. Reportedly, everything was successfully removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 23cm trifusion t/l catheter was returned for evaluation. Functional, gross visual and tactile evaluations were performed. The tissue cuff was not present on the catheter. Therefore, the investigation is confirmed for the reported loss or failure to bond and identified improper procedure issue. However the investigation is inconclusive for the reported difficult to remove issue as the exact circumstances at the time of reported event was unknown. Although the definitive root cause for the reported loss or failure to bond issues could not be determined based upon available information, the root cause for the improper procedure issue was determined to be use error. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use states, precautions: carefully read and follow all instructions prior to use. Only qualified healthcare practitioners should insert, manipulate and remove these devices. Catheter removal: the white retention cuff facilitates tissue in-growth. The catheter must be surgically removed. Free the cuff from the tissue and pull the catheter gently and smoothly. H10: h6 (device). H11: h6 (conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post catheter placement procedure, the cuff was allegedly couldn't found and also a piece of plastic was found near the site. Reportedly, everything was successfully removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.